Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H1: it was initially reported that the device associated with this report separated. However, a photo provided by the customer of the complaint device did not show any type of separation of the balloon or balloon catheter material. When asked to clarify what part of the device separated, the customer responded that "the sheath separated", and reported that the balloon was successfully withdrawn from the sheath, indicating that the advance 35 lp low profile balloon catheter did not separate. Therefore, there is no alleged deficiency in identity, quality, durability, reliability, safety, effectiveness, or performance of the device associated with this report. Additionally use of the advance 35 lp low profile balloon catheter did not result ins a serious injury or death. The balloon used in this case has been reported as a concomitant device in report MDR #: 1820334-2021-02754. Therefore, the use of the advance 35 lp low profile balloon catheter is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction report. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The balloon device was successfully withdrawn from the sheath associated with report with MDR #: 1820334-2021-02754. When asked if the balloon catheter or balloon material separated, the customer replied with "the sheath separated". Additionally, a photo provided by the customer does not show any separation of the balloon or balloon catheter material associated with this report.

Event description:
As reported, during an angiogram of the right lower extremity with possible intervention, an advance 35 lp low profile balloon catheter separated in the patient. The device was retrieved with a snare and the patient was transferred to another hospital. The patient was considered high risk, with many pre-existing conditions. During the same procedure, a cook flexor sheath also separated. That event will be reported under patient identifier (B)(6). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Original reported device was a pta5-35-135-5-4.0. A photo of the package shows a pta5-35-135-6-10.0. Initial reporter occupation = administration officer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.